Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during the procedure, the guidewire (subject device) proximal shaft was found to have the ptfe coating peeling off while inserting into the introducer sheath. The subject device was removed and discarded. The subject device was replaced, and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.

Event description:
It was reported that during the procedure, the guidewire (subject device) proximal shaft was found to have the ptfe coating peeling off while inserting into the introducer sheath. The subject device was removed and discarded. The subject device was replaced, and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the dispenser hoop had been washed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the physician shaped, distally, using the introducer sheath, the introducer sheath was used with the guidewire during the insertion process, he tried to insert the wire in the introducer sheath, from the proximal side, the introducer was not able to advance too much, because it snagged the ptfe coating that fall off the wire. The proximal shaft was peeled. The physician then removed the wire and used a guidewire for the aneurysm treatment. No torque device was used with the guidewire. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue guidewire ptfe coating peeling. H3 other text : device not returned for evaluation.